Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the treatment, a distal type I endoleak at a left leg was observed. Additionally touch up was performed. The distal type I endoleak was almost resolved. A type ii endoleak was observed. No treatment was performed for the type ii endoleak. The patient tolerated the procedure. On unknown date, a distal type I endoleak at the left leg was observed. On (B)(6) 2022, a reintervention was performed. An angiography revealed aneurysm enlargement. A left internal iliac artery was embolized using coils. Additionally a stent graft was implanted to extend to a left external iliac artery. The distal type I endoleak was resolved. An angiography also revealed a proximal type I endoleak. To treat it, additionally touch up was performed. The proximal type I endoleak was reduced but remained. The physician planned an additional reintervention to implant a stent graft proximally next week. On (B)(6) 2022, the planned additional reintervention was performed. A stent graft was implanted proximally. The proximal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that possibly an enlargement of the aneurysm and the distal neck due to a type ii endoleak may have resulted in the distal type I endoleak. The proximal type I endoleak was unexpected, but the proximal neck was reverse tapered, and possibly an enlargement of the aneurysm and the proximal neck due to a type ii endoleak and the distal type I endoleak may have resulted in the proximal type I endoleak. This report is exclusive to the reported proximal type 1 endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.